Event description:
Boston scientific (bsc) cardiac rhythm management received information that this ventricular lead has a bipolar impedance greater than 2500 ohms. During an invasive procedure in (B)(6) 2007, the lead was surgically capped and successfully replaced with no adverse patient effects. No additional information available was available at that time. Subsequently, boston scientific received information in (B)(6) 2013 that this lead was received at boston scientific's return products department. The patient had been presented back to the electrophysiology (ep) laboratory in (B)(6) 2012 for device upgrade (crt-p device).

Manufacturer narrative:
A proximal segment of the lead was returned to boston scientific for laboratory testing. The lead was returned with a lead cap on the lead terminal. Visual inspection identified cuts in the suture sleeve. Tissue was entwined in the coils at the distal end of the lead. Microscopic analysis shows that both the anode and cathode conductor coils are fractured (247mm from the terminal pin). The location and type of fractures on this lead are consistent with fatigue fractures around the suture sleeve area. The insulation is torn around the circumference at the distal end of the suture sleeve (242mm from the terminal pin) and the conductor coils are slightly stretched in this area. There are wear marks in the outer insulation from movement, at the ends of the suture sleeve location. The wear marks are located at 217 and 241mm. It was concluded that the clinical observation was the result of a conductor fracture in the area of the suture sleeve.